Event description:
It was reported that the implant procedure of the left ventricular (lv) lead, the patient experienced a perforation. The lv lead was removed and the patient required hospitalization and surgical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant procedure of the left ventricular (lv) lead, the patient experienced a perforation. It was noted during the procedure, the coronary sinus was located and a sheath was advanced into the coronary sinus and a balloon venography located the target vessel. The lateral target vessel was cannulated with a subselecting catheter and then a second subselecting catheter was advanced into the target but a venography revealed the distal perforation. All the leads and sheaths were removed. A pericardial tap was performed and drained. The pocket was closed and the patient remained hemodynamically unstable. A second pericardial tap was performed at a difference angulation. Additional drainage occurred and ultimately the drainage stopped with a small residual effusion and the patient remained stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.